Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer's wife complains of high results. Customer states that husband feels physically fine, denies the need for medical attention. The customer's expected blood results are 140-200mg/dl fasting. Verified test strips expire 05/19/2017. Test strips opened vial date over four months ago. Reviewed meter memory: (B)(6). Memory concerns: the customer is concerned with the results in the meter 480, 497.309 and 471 in the meter's memory. The customer wife is calling on behalf of the customer. I spoke to (B)(6). The test strips are expired,they have been open over 4 months. I advise the customer not to use any expired products. The date and time on the meter is incorrect. The customer's wife advise the blood test were taken on (B)(6) 2015. The customer performs some of his blood test one hour after drinking coffee. The customer has changed his diet and does not eat red meat. Customer takes 1000mg/dl metformin in the morning and night to manage his diabetes.